Event description:
Patient taken for MRI from the telemetry unit. Electrodes were not removed prior to transferring the patient or prior to putting her in the scanner. The patient suffered third degree burns to the chest where the electrodes were.